Event description:
The customer reported no x-ray during a procedure. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cables to the power supply for the collimator were reseated. It was suggested to replace the collimator assay. Waiting on a response from the facility. The system was operational despite the collimator replacement and returned to service.